Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the connections started allowing backflow of blood which then started leaking out of the hub. All connections were connected and secure. It was stated this happened on two occasions, one of these occurrences happening during a continuing mtx infusion. This report addresses the second device.